Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unable to test for alarm due to no button response. The insulin pump had minor scratches on display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump had moisture damage on electronic assembly and motor.

Event description:
Customer reported the insulin pump alarmed button error and an unexpected restart test. Customer's blood glucose was 312 mg/dl. Trouble shooting was performed. Alarms were explained to customer. Unexpected restart test occurred after inserting a new battery. Customer stated the device was stored and hadn't been in use for an extended period time. Customer was advised to discontinue use of the device and to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.